Event description:
It was reported that the pump battery would not charge despite attempts to use a different wall outlet and charging cable. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to use a different wall adaptor, but the issue persisted, leading to the decision to replace the pump. The customer was informed of the replacement process and agreed to return the problematic pump within 10 days using the provided pre-paid label and box. Information about the customer's backup insulin therapy was not disclosed.